Event description:
Account alleged that the bed functions were not working.

Manufacturer narrative:
Technician replaced the patient hand pendant to resolve the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.